Event description:
The customer reported an incident where the swivel mechanism of their affiniti ultrasound system¿s control panel would not function properly. It could not be determined if the problem was identified while the system was stationary or in transit. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue.

Manufacturer narrative:
The customer¿s philips service engineer arrived onsite and found the reported problem to be associated with the system¿s monitor arm and not the control panel. The service engineer replaced the monitor arm to resolve the immediate issue. The suspect monitor arm was inadvertently scrapped prior to its return to philips for evaluation. Therefore, no failure or root cause analysis of the part could be performed. The root cause of the failure could not be determined. H3 other text: scrapped in field.

Manufacturer narrative:
Evaluation of the suspect control panel will be included in a follow up report upon its return and investigation completion.

Event description:
The customer reported an incident where the swivel mechanism of their affiniti ultrasound system¿s control panel would not function properly. It could not be determined if the problem was identified while the system was stationary or in transit. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue.